Event description:
The complainant reported that a patient was escalated to an impella 5.5 from an impella cp for mechanical circulatory support. The impella was implanted with no complications. On support day 6, it was reported that the patient¿s haptoglobin was <20 mg/dl and the patient experienced hematuria. The physician noted that there was early onset gross hemolysis. The impella device position was reported to be adequate, however it was suggested to confirm position to minimize shear-related hemolysis. The patient was noted to have transaminitis and hyperbilirubinemia. Additionally, plasma-free hemoglobin is elevated. The medical team continued to monitor of liver function tests, hemolysis markers, and clinical symptoms to assess progression. On support day 8, it was reported that the patient had chest swelling at the site of the impella insertion. It appeared to be stable and was monitored for changes. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. Additional information regarding the impella cp was not available in the complaint record accessible for MDR assessment at time of reporting.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: corrected the medical device problem code to a01. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. No data logs available. Organ failure/hematuria/inflammation: the cause of the injury was not determined due to insufficient clinical details. Hemolysis: hemolysis reported while on support with elevated plasma free hemoglobin (pfhg). Pump position adequate. The cause of the hemolysis was not determined due to lack of returned product and data logs. Device history review: device passed all post sterile inspection checks.